Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for ar-8927bc serial no (B)(6) corkscrew broke upon insertion. This was detected during use in surgical fixation right ankle fracture procedure on (B)(6) 2026. The procedure was completed successfully with the use of another anchor and no fragments retained in the patient¿s body.